Event description:
The customer originally returned their olympus hd camera head due to a noisy image being produced during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that no image at all was present and a b30 scope communication error appeared. This report is being submitted to capture the no image and b30 error noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be tested. The unit was plugged into an equipment processor to confirm that the image disappeared and an e216 error was displayed when the cable was shaken. However, while testing, as noted in describe event or problem, no image was present and a b30 communication error appeared. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction g3. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely no image displayed, due to a temporary water invasion causing deterioration of the cable and the charged coupled device. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use, which may have prevented the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation of the camera head and correction to e1. The information in e1 was inadvertently left out of the prior medwatch reports. Please see updates to e1, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it¿s likely the loss of image was due to water invasion in the cable and charged coupled device. It¿s probable the water entered because the cable connector boot was missing. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken.¿ olympus will continue to monitor field performance for this device.